Manufacturer narrative:
The report we received indicated that the pt's initial admitting diagnosis was exertional angina pectoris and procedure was elective. The target lesions were right coronary artery (proximal) and right coronary artery (mid). Right coronary artery (mid) was eccentric, calcified and target lesion right coronary artery (proximal) was an ostial lesion and eccentric. It was a de novo lesion. Classification of the vessel was a type b2. On (B)(6) 2004: the procedure was an elective case. The entire lesion was pre-dilated with a 2.5/18mm balloon at 18atm. Inflation time is unk. The 1st cypher (3.5/23 mm) was deployed at 18atm. Inflation time is unk. Then the 2nd cypher (3.5/18mm) was deployed at 20atm overlapping the 1st cypher. Inflation time is also unk. Post-dilation was not conducted. Ivus was conducted and cypher placement was satisfactory. Timi flow was 0 before the procedure and 3 after the procedure for lesion right coronary artery (mid). Timi flow was 1 before the procedure and 3 after the procedure for lesion right coronary artery (proximal). The residual % of stenosis after the procedure was 0%. Act was not measured. On (B)(6) 2004: the pt was scheduled for a pci at target lesion left circumflex. The physician conduced cag and found thrombus in the cypher implanted at lesion right coronary artery (proximal) and proximal to it. The physician conducted poba to treat the thrombus. Pt was in stable and did not show any symptoms of sub acute thrombosis (sat). Physician's comments: the sat probably occurred because it was an ostial lesion and the stent might have been under dilated. Anti-platelet therapies conduced are the following : (B)(6) 2004: aspirin 100mg/day (B)(6) 2004: ticlopidine hydrochloride 200mg/day. Please note that this device (cjs18350/lot no. I1104075) is distributed outside of the united states; however, it is similar to the united states product cxs18350. Additional info will be submitted within 30 days upon receipt.

Event description:
Sub acute thrombosis.